Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the insulin pump did not alarm during or after the buttons were unresponsive. Instructed to customer to insert a new battery, but the insulin pump alarmed. It was stated that the customer was not able to clear the alarm and buttons were not responding. The time on the insulin pump was advancing. Advised customer to discontinue use of the insulin pump and revert to back up plan.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons as a result of corroded buttons on the keypad trace. In addition, the insulin pump had a frozen display due to corroded electronic assembly. The keypad overly had a weak adhesive bond at all locations.